Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. Two days later, the index procedure was performed. The target lesion was located in the left main coronary artery (lmca) extending up to proximal left anterior descending artery (lad) with 99% stenosis and was 53 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 28 mm and 3.00 mm x 32 mm synergy stent systems. Following post dilation, residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor in (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. Angiography without revascularization was performed to treat the event. Five days later, the event was considered to be recovered and resolved. The subject was discharged on the same day on aspirin and ticagrelor.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university.